Event description:
(B)(4). Add'l info from user facility report: the pt is a (B)(6) male admitted to the medical center for a scheduled right shoulder rotator cuff repair. During the procedure the scalpel blade broke at it's base. The broken portion of the blade was visible in the subacromial space. In removing the broken blade the very tip of the blade also broke off. The tip portion could not be visualized so an x-ray was ordered. The x-ray did show the broken tip in the posterior muscle. It was decided to leave the retained tip in the muscle as it was felt that removal would pose more risk than leaving it in. The pt and his wife were made aware.

Manufacturer narrative:
The sample of this product was not originally going to be returned so the investigation was completed with no product sample. The sample product was eventually returned and the investigation was reopened. This failure is atypical. Two pieces of the broken blade were returned and tested for hardness and ductility and met all specs. Condition could be due to misuse. Add'l info from u/f report # (B)(4). Common device name: bard parker blade; model: #11 knife blade; lot # 0000234.